Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: the device was not returned for analysis. A review of the manufacturing documentation found that all devices shipped from the batch conformed to the preventive measures / current controls as per the product specification. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a moderately tortuous coronary artery. A 2.25x24mm synergy¿ drug-eluting stent was advanced but failed to cross the lesion. However, upon removal of the device from the patient, it was noted that the distal edge of stent struts were lifted. The procedure was completed with another synergy stent. There were no patient complications nor injuries were reported.